Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00479. The pt (australia) is implanted with two percutaneous leads from different lots. It was reported the pt is not getting satisfactory coverage from the scs leads. During a recent programming session it was reported that one of the pt's programs resulted in sharp pain in the abdomen area. A diagnostic test was attempted for further interrogation but had to be abandoned due to the pt experiencing pain and shortness of breath. The pain reportedly resolved once the amplitude on the program was lowered. A subsequent diagnostic test revealed low impedance measurements for several contacts. It was reported the pt recently underwent a trial procedure using a new pain management therapy regime which reportedly resulted in effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.